Event description:
The account alleged that the bed exit is not working. No patient impact.

Manufacturer narrative:
The technician found the bed exit tape switch failing. The technician replaced the bed exit tape switch to resolve the issue.